Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: nurse reports that IV set was found to be leaking methotrexate from the upper y port caresite valve connection. A small pool of chemo noted on the floor beside patient's bed, as well as drips of chemo on the floor trailing from bathroom when patient was ambulating from restroom to bed. The nurse placed the chemo infusion on hold with roller clamped. Chemo spill cleaned per facility policy using chemo spill kit. Patient reported a drop of chemo on his foot, cleansed with soap and water per facility policy. No sign of skin irritation. Md notified. No further medical intervention needed. Upon further inspection by the nurse of the IV set, the IV set was noted leaking from the primary tubing on the outer surface at the caresite valve above the pump ( upper y port) connection to the tubing.